Event description:
A (B)(6) male underwent aaa repair on (B)(6) 2009. The patient's anatomy was suitable for endovascular repair. The procedure was conducted as labeled up to the point of insertion of the main body. The main body delivery was to be inserted over the .032 inch radiofocus guidewire, where the device became stuck. The wire had been pulled out of the incision site as a part of the "pull through wire" technique. The physician decided to discontinue the insertion and attempted to withdraw the delivery system but failed due to the device becoming stuck over the guidewire. The physician then removed the delivery system and guidewire together. On (B)(6) 2009, another zenith device was used (a guide wire concomitantly used is unknown) and the procedure was completed with no problems and the patient made an uneventful post-procedural recovery. The patient has recovered.

Manufacturer narrative:
(B)(4). Still under investigation at this time.